Manufacturer narrative:
(B)(4). Date sent: 08/16/2019. Device analysis: visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). The DHR for lot 14308 was reviewed. No ncs, reworks, or defects related to the pc were found. Additional information: weight of patient 28.87 kg/m2, pre-implant tests: barium swallow, ph, egd. Patient had pre-existing dysphagia or other conditions. Occasional dysphagia after overeating. Had esophageal spasms during bravo ph capsule study. There were not any intra operative complications during implant. No hiatal or crural repair done at the time of implant. No mesh used at time of implant. Reason for removal of linx device was ongoing gerd symptoms. Egd/biopsy/bravo/dilation on (B)(6) 2018 was positive for gerd and antral mass with benign findings. Barium swallow with cxr on (B)(6) 2018. The device was found in the correct position at the time of removal. Replacement linx was not used. Video esophagram conclusion: no evidence of hiatus hernia, free reflux or esophagitis. Marked rugal fold thickening without evidence of gastric or duodenal ulcer. Chest, pa and lateral conclusion: the cardio mediastinum, pulmonary parenchyma, pleura, and osseous thorax demonstrate no acute abnormality. No evidence of acute cardiopulmonary disease.

Event description:
It was reported that the linx device was removed due to ongoing gerd symptoms and they are medically managing it.